Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
During a cryoablation procedure using the arctic front catheter, after ablating two pulmonary veins, the physician decided to stop the cryoablation procedure and to switch to rf. Upon removal of the arctic front catheter, the pt had a decrease in blood pressure. The pt developed a pericardial effusion and subsequently underwent a pericardial tap that drained 250cc of fluid.